Event description:
It was reported that the readings for a customer only showed 40 mg/dl for twelve hours. It was explained that the readings could only be for 40 mg/dl up to 400 mg/dl. Calibration timing and protocol were explained. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.